Manufacturer narrative:
On june 9, 2021, the mentor failure analysis lab received the device for evaluation. On june 14, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 400cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear measuring approximately 0.5 cm was found within the siltex cracking. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number 3504004bc; serial number (B)(6), on the right and catalog number 3504004bc; serial number (B)(6), on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture due to chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively caused by trauma due to a fall. The rupture was diagnosed after physical exam. As a result, the device was explanted on (B)(6) 2021.